Event description:
Pt came to anticoagulation clinic on (B) (6) 2010 for poc pt/inr. He came back to the clinic on (B) (6) 2010 with a small metal sliver taped to a kleenex. Pt told staff that his wife had removed the metal sliver from the finger where he had been stuck on (B) (6) 2010. The clinic uses the roche coaguchek lancets. The lot number in use was ln 512009 2014-08 (B) (4). Diagnosis or reason for use: pt/inr check.